Event description:
It was reported that after an interventional iliac revascularization procedure, arteriotomy closure of a heavily calcified and scarred common femoral artery was attempted using the perclose proglide device. Reportedly, although difficulty was encountered penetrating the vessel wall during needle plunger deployment, deployment was completed. However, when the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. Arteriotomy closure was attempted of a heavily calcified common femoral artery using a perclose proglide device. Vessel calcification at the access site during needle plunger deployment can cause the needles to deflect impeding needle-to-cuff capture that will result in no suture being present on the needles when the needle plunger is removed. A needle-to-cuff miss will result in unsuccessful vessel closure requiring an alternative method to achieve hemostasis. In addition, the instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A needle-to-cuff miss may be due to a number of factors including, but not limited to operator deployment technique, manufacturing, or patient anatomical conditions. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. A femoral angiogram performed prior to arteriotomy closure revealed heavy calcification and heavy scarring at the puncture site, but no vessel tortuosity. The proglide device instructions for use, state under special patient population that the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. It is likely that the reported calcification contributed to the difficulty in deploying the needle plunger and contributed to the needle-to-cuff miss. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint-handling database for lot was performed and found no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality, to include suture placement, to verify the functionality of the device. A product quality deficiency was not noted.